Manufacturer narrative:
The device history record (DHR) was reviewed on 2020-06-10. There were no references found, which are indicating a nonconformance of the product in question. The reported failure is already known and has been investigated under CAPA (B)(4). All further steps will be performed out of the CAPA process. Thus the reported failure could be confirmed. The current occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Persistent blood leak from diacon connector port that increased over 2 day period prompting clinician to change circuit post cardiotomy. Due to increased rate of leak. Began at a slow leak and continued to progress to moderate lea from diacon connector port. (B)(4).